Event description:
Country of complaint: (B)(6). The thread frays and becomes rough and damages the tissues.

Manufacturer narrative:
Manufacturing site eval: file indicates sample will be returned for eval; however, OEM has not yet received sample.